Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and ovarian cyst ("ovarian cysts / other injury(ies) or complication (s) please describe: complex left, ovarian cyst and small free fluid") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2010) and cholecystectomy. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011. Concurrent conditions included vomiting, diarrhea, smoker (current every day, cigarettes), breast disorder female, bipolar disorder, opioid abuse, nickel sensitivity (itching), drug hypersensitivity (hives: abdominal pain) and scoliosis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as fluoxetine hydrochloride (prozac) since 2010, fluoxetine from (B)(6) 2011 to (B)(6) 2017 and suboxone since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/abnormal bleeding ( menorrhagia)"), vaginal infection ("vaginal infections / infection (bladder/ urinary tract/vaginal)type: vaginal"), weight increased ("weight fluctuation / weight gain / loss: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), urinary tract infection ("urinary tract infection") and pelvic fluid collection ("small free fluid"). In (B)(6) 2011, the patient experienced the first episode of abdominal pain lower ("cramping when not menstruating / occasional cramping"). On (B)(6) 2011, the patient experienced migraine ("migraine headaches") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus ("topical rashes and itching / rashes or skin conditions type: skin itches especially around joints"), vaginal discharge ("vaginal discharge / vaginal discharge") and fatigue ("chronic fatigue / fatigue,"). On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2013, the patient experienced vulvitis ("reproductive system disorder or condition type of disorder or condition: vulvar vestibulitis"). In (B)(6) 2013, the patient experienced dental caries ("dental problems / tooth decay"). On an unknown date, the patient experienced the second episode of abdominal pain lower ("severe lower abdominal pain"), menstrual disorder ("abnormal menses"), back pain ("severe back pain, when not menstruating") and depression ("a worsening of her depression / psychological or psychiatric problems condition: depression"). The patient was treated with sumatriptan (imitrex), biotin, surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed) and surgery (surgical removal of ovaries, fallopian tube and essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, the last episode of abdominal pain lower and migraine had resolved, the genital haemorrhage, vaginal haemorrhage, headache, urinary tract infection, vulvitis, dental caries and pelvic fluid collection outcome was unknown and the dysmenorrhoea, menorrhagia, menstrual disorder, back pain, dyspareunia, alopecia, dysgeusia, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased and depression was resolving. The reporter considered alopecia, back pain, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic fluid collection, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: confirming full occlusion of fallopian tubes on (B)(6) 2016: findings: on transabdominal scanning, the uterus measures 10.8 x 5.8 x 2.4 cm in size. Complex cyst on the left. On transvaginal scanning, complex cyst in the left. Ovary again noted. This may be a hemorrhagic cyst or endometrial. This measures 3.4 x 3.0 x 4.1 cm in size. No right-sided mass seen. Endometrial thickness is 1.2 cm. No uterine mass. Small free fluid. The right ovary measures 3.4 x 2 x 3.6 cm in size. Left. Ovary measures 5.3 x 4.6 x 5.2 cm in size. Color doppler and spectral imaging demonstrates flow to the ovaries, a mixture of arterial and venous flow. Cc: pain. Supine and upright/decubitus views of the abdomen. Impression: moderately prominent stool in the colon, with no bowel obstruent or free air. Impression: complex left ovarian cyst, which may be a hemorrhagic cyst, with endometrioma not excluded. No solid adnexal mass seen. Small free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, headache, back pain, migraine, depression. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received: concomitant and historical drugs added. New events added- reproductive system disorder or condition type of disorder or condition: vulvar vestibulitis, dental problems and free fluid collection. Event rash pruritic updated to pruritus. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and ovarian cyst ('ovarian cysts / other injury(ies) or complication (s) please describe: complex left, ovarian cyst and small free fluid') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 2007, (B)(6) 2008, (B)(6) 2010)) and cholecystectomy. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included vomiting, diarrhea, smoker (current every day, cigarettes), breast disorder female, bipolar disorder, opioid abuse, nickel sensitivity (itching), drug hypersensitivity (hives: abdominal pain) and scoliosis. Concomitant products included medroxyprogesterone acetate (depo provera) from 1-oct-2011 to 31-jan-2012 for birth control as well as buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6) 2016, fluoxetine hydrochloride (prozac) since 2010 and fluoxetine from 4-apr-2011 to 29-dec-2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/abnormal bleeding ( menorrhagia)"), vaginal infection ("vaginal infections / infection (bladder/ urinary tract/vaginal)type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), urinary tract infection ("urinary tract infection") and pelvic fluid collection ("small free fluid") and was found to have weight increased ("weight fluctuation / weight gain / loss: weight gain"). In (B)(6) 2011, the patient experienced cramp in lower abdomen ("cramping when not menstruating / occasional cramping"). On (B)(6) 2011, the patient experienced migraine ("migraine headaches") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus ("topical rashes and itching / rashes or skin conditions type: skin itches especially around joints"), vaginal discharge ("vaginal discharge / vaginal discharge") and fatigue ("chronic fatigue / fatigue,"). On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2013, the patient experienced vulvitis ("reproductive system disorder or condition type of disorder or condition: vulvar vestibulitis"). In (B)(6) 2013, the patient experienced dental caries ("dental problems / tooth decay"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), menstrual disorder ("abnormal menses"), back pain ("severe back pain, when not menstruating"), depression ("a worsening of her depression / psychological or psychiatric problems condition: depression") and dyshidrotic eczema ("dishidrotic eczema on hands"). The patient was treated with biotin, sumatriptan (imitrex) and surgery (surgical removal of ovaries, fallopian tube and essure device and underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, abdominal pain lower and migraine had resolved, the genital haemorrhage, vaginal haemorrhage, headache, urinary tract infection, vulvitis, dental caries and pelvic fluid collection outcome was unknown, the dysmenorrhoea, menorrhagia, menstrual disorder, cramp in lower abdomen, back pain, dyspareunia, alopecia, dysgeusia, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased and depression was resolving and the dyshidrotic eczema had not resolved. The reporter considered alopecia, back pain, cramp in lower abdomen, dental caries, depression, dysgeusia, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic fluid collection, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis, weight increased and abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. On (B)(6) 2016: findings: on transabdominal scanning, the uterus measures 10.8 x 5.8 x 2.4 cm in size. Complex cyst on the left. On transvaginal scanning, complex cyst in the left. Ovary again noted. This may be a hemorrhagic cyst or endometrial. This measures 3.4 x 3.0 x 4.1 cm in size. No right-sided mass seen. Endometrial thickness is 1.2 cm. No uterine mass. Small free fluid. The right ovary measures 3.4 x 2 x 3.6 cm in size. Left. Ovary measures 5.3 x 4.6 x 5.2 cm in size. Color doppler and spectral imaging demonstrates flow to the ovaries, a mixture of arterial and venous flow. Cc: pain. Supine and upright/decubitus views of the abdomen. Impression: moderately prominent stool in the colon, with no bowel obstruent or free air. Impression: complex left ovarian cyst, which may be a hemorrhagic cyst, with endometrioma not excluded. No solid adnexal mass seen. Small free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, headache, back pain, migraine, depression. Concerning the injuries reported in this case the following were reported via social media- dishidrotic eczema. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event dishidrotic eczema on hands was added. Reporter was added. Event genital hemorrhage made medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and ovarian cyst ('ovarian cysts / other injury(ies) or complication (s) please describe: complex left, ovarian cyst and small free fluid') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 2007, (B)(6) 2008, (B)(6) 2010)) and cholecystectomy. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2011 to (B)(6) 2011. Concurrent conditions included vomiting, diarrhea, smoker (current every day, cigarettes), breast disorder female, bipolar disorder, opioid abuse, nickel sensitivity (itching), drug hypersensitivity (hives: abdominal pain) and scoliosis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2012 for birth control as well as buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since (B)(6) 2016, fluoxetine hydrochloride (prozac) since 2010 and fluoxetine from (B)(6) 2011 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation/abnormal bleeding ( menorrhagia)"), vaginal infection ("vaginal infections / infection (bladder/ urinary tract/vaginal)type: vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), urinary tract infection ("urinary tract infection") and pelvic fluid collection ("small free fluid") and was found to have weight increased ("weight fluctuation / weight gain / loss: weight gain"). In (B)(6) 2011, the patient experienced cramp in lower abdomen ("cramping when not menstruating / occasional cramping"). On (B)(6) 2011, the patient experienced migraine ("migraine headaches") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), pruritus ("topical rashes and itching / rashes or skin conditions type: skin itches especially around joints"), vaginal discharge ("vaginal discharge / vaginal discharge") and fatigue ("chronic fatigue / fatigue,"). On (B)(6) 2012, the patient experienced dysgeusia ("metallic taste in mouth"). On (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2013, the patient experienced vulvitis ("reproductive system disorder or condition type of disorder or condition: vulvar vestibulitis"). In (B)(6) 2013, the patient experienced dental caries ("dental problems / tooth decay"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain"), menstrual disorder ("abnormal menses"), back pain ("severe back pain, when not menstruating"), depression ("a worsening of her depression / psychological or psychiatric problems condition: depression") and dyshidrotic eczema ("dishidrotic eczema on hands"). The patient was treated with biotin, sumatriptan (imitrex) and surgery (surgical removal of ovaries, fallopian tube and essure device and underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, abdominal pain lower and migraine had resolved, the genital haemorrhage, vaginal haemorrhage, headache, urinary tract infection, vulvitis, dental caries and pelvic fluid collection outcome was unknown, the dysmenorrhoea, menorrhagia, menstrual disorder, cramp in lower abdomen, back pain, dyspareunia, alopecia, dysgeusia, pruritus, vaginal discharge, vaginal infection, fatigue, weight increased and depression was resolving and the dyshidrotic eczema had not resolved. The reporter considered alopecia, back pain, cramp in lower abdomen, dental caries, depression, dysgeusia, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic fluid collection, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis, weight increased and abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirming full occlusion of fallopian tubes. On (B)(6) 2016: findings: on transabdominal scanning, the uterus measures 10.8 x 5.8 x 2.4 cm in size. Complex cyst on the left. On transvaginal scanning, complex cyst in the left. Ovary again noted. This may be a hemorrhagic cyst or endometrial. This measures 3.4 x 3.0 x 4.1 cm in size. No right-sided mass seen. Endometrial thickness is 1.2 cm. No uterine mass. Small free fluid. The right ovary measures 3.4 x 2 x 3.6 cm in size. Left. Ovary measures 5.3 x 4.6 x 5.2 cm in size. Color doppler and spectral imaging demonstrates flow to the ovaries, a mixture of arterial and venous flow. Cc: pain. Supine and upright/decubitus views of the abdomen. Impression: moderately prominent stool in the colon, with no bowel obstruent or free air. Impression: complex left ovarian cyst, which may be a hemorrhagic cyst, with endometrioma not excluded. No solid adnexal mass seen. Small free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, headache, back pain, migraine, depression. Concerning the injuries reported in this case the following were reported via social media- dishidrotic eczema. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2010)) and cholecystectomy. Concurrent conditions included vomiting, diarrhea, smoker (current every day, cigarettes), breast disorder, bipolar disorder, opioid abuse, nickel sensitivity (itching), drug hypersensitivity (hives: abdominal pain), major depression and scoliosis. Concomitant products included medroxyprogesterone (depo provera) from 1-oct-2011 to 31-jan-2012 for birth control as well as fluoxetine hydrochloride (prozac) since 2010 and suboxone since 2016. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe pain during menstruation"), vaginal infection ("vaginal infections / infection (bladder/ urinary tract/vaginal)type: vaginal"), ovarian cyst ("ovarian cysts / other injury(ies) or complication (s) please describe: complex left, ovarian cyst and small free fluid"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and urinary tract infection ("urinary tract infection"). On 30-oct-2011, the patient experienced migraine ("migraine headaches") and headache ("migraines / headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash pruritic ("topical rashes and itching / rashes or skin conditions type: skin itches") and vaginal discharge ("vaginal discharge / vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation"), the first episode of abdominal pain lower ("severe lower abdominal pain"), menstrual disorder ("abnormal menses"), the second episode of abdominal pain lower ("cramping when not menstruating"), back pain ("severe back pain, when not menstruating"), alopecia ("hair loss / hair loss"), dysgeusia ("metallic taste in mouth"), fatigue ("chronic fatigue / fatigue,"), weight fluctuation ("weight fluctuation / weight gain / loss,") and depression ("a worsening of her depression / psychological or psychiatric problems condition: depression"). The patient was treated with sumatriptan (imitrex), biotin and surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and ovarian cyst had resolved, the genital haemorrhage, vaginal haemorrhage, headache and urinary tract infection outcome was unknown and the dysmenorrhoea, menorrhagia, menstrual disorder, the last episode of abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash pruritic, vaginal discharge, vaginal infection, fatigue, weight fluctuation and depression was resolving. The reporter considered alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes on (B)(6) 2016: findings: on transabdominal scanning, the uterus measures 10.8 x 5.8 x 2.4 cm in size. Complex cyst on the left. On transvaginal scanning, complex cyst in the left. Ovary again noted. This may be a hemorrhagic cyst or endometrial. This measures 3.4 x 3.0 x 4.1 cm in size. No right-sided mass seen. Endometrial thickness is 1.2 cm. No uterine mass. Small free fluid. The right ovary measures 3.4 x 2 x 3.6 cm in size. Left. Ovary measures 5.3 x 4.6 x 5.2 cm in size. Color doppler and spectral imaging demonstrates flow to the ovaries, a mixture of arterial and venous flow. Cc: pain. Supine and upright/decubitus views of the abdomen. Impression: moderately prominent stool in the colon, with no bowel obstruent or free air. Impression: complex left ovarian cyst, which may be a hemorrhagic cyst, with endometrioma not excluded. No solid adnexal mass seen. Small free fluid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain, headache, back pain, migraine, depression. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs & medical record received. Events abnormal bleeding (vaginal), headaches, urinary tract infection are added. Case became medically confirmed .outcome of some events updated. Lab data updated. Historical condition and drugs are added. Concomitant condition and drugs are added. Treatment drugs are added. Product , patient & reporter information updated. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("heavy bleeding during menstruation"), the first episode of abdominal pain lower ("severe lower abdominal pain "), menstrual disorder ("abnormal menses"), the second episode of abdominal pain lower ("cramping when not menstruating"), back pain ("severe back pain, when not menstruating"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), rash pruritic ("topical rashes and itching"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), fatigue ("chronic fatigue"), ovarian cyst ("ovarian cysts"), weight fluctuation ("weight fluctuation") and depression ("a worsening of her depression"). The patient was treated with surgery (underwent a bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, the last episode of abdominal pain lower, back pain, dyspareunia, migraine, alopecia, dysgeusia, rash pruritic, vaginal discharge, vaginal infection, fatigue, ovarian cyst, weight fluctuation and depression was resolving. The reporter considered alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, rash pruritic, vaginal discharge, vaginal infection, weight fluctuation, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.